Event description:
Patient contacted depuy stating he had a depuy knee replacement and since surgery has been having severe pain, fluid, and his knee has been giving out. Patient's medical records were received. Records indicate the patient had previous revision surgeries but do not indicate the components placed on (B)(6) 2009 have been revised at this time. Update rec'd (B)(4) 2013 - patient's medical records were received. Records indicate the patient underwent an arthroscopy on their knee to address soft tissue impingement on (B)(6) 2011 and again on (B)(6) 2012 where it was noted the patient had suprapatellar crepitus. The patient's femoral and patellar components are being reported at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. A review of the device history records did not reveal any related manufacturing anomalies. A review of the provided patient medical records could not confirm product contribution. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.